Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The physician relocated the ipg and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The physician relocated the ipg and the patient was reportedly doing well following the procedure.